Event description:
It was reported that as a result of the customer dropping the unit during a transport the cardiosave intra-aortic balloon pump (iabp) had a balloon stating insufficient pressure. There was also hissing noise from the back. There was no patient involvement, and no adverse event was reported.

Manufacturer narrative:
A supplemental report will be submitted upon receipt of additional information.

Event description:
N/a.

Manufacturer narrative:
Additional information: e1(event site telephone: (B)(6). It was reported that as a result of the customer dropping the unit during a transport the cardiosave intra-aortic balloon pump (iabp) had a balloon stating insufficient pressure. There was also hissing noise from the back. There was no patient involvement, and no adverse event was reported. Customer also reports air leak from back of balloon pump. A getinge field service engineer found damage to case. He replaced pressure tube assembly(d004-00-0093), check valve(d103-00-0634) and console cover(d441-00-0194). A full calibration and functional check has been performed per the factory calibration procedures. Returned to the customer and cleared for clinical use.